Event description:
Device report from depuy synthes reports an event in colombia as follows: it was reported that on (B)(6) 2022, during the procedure, the drill bit broke into the patient's bone, and the pieces are removed. There was a thirty (30)minutes of surgical delay. There was no impact on the patient. The procedure was completed successfully. This report is for one (1) 2.0mm cannulated drill bit/qc 150mm. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional device product codes: hsz, gfa, gff. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The photo was returned to depuy synthes for evaluation. Visual analysis of the photo revealed that drill bit ø2/1.15 cann l150/48 3flute was observed to have broken tip. The broken part was not observed in the evidence provided. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed for drill bit ø2/1.15 cann l150/48 3flute. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: part # 310.221. Lot # f-26083. Manufacturing site: werk selzach logistik. Release to warehouse date: 24 jan 2019. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that drill bit ø2/1.15 cann l150/48 3flute f/, was broken in two pieces. The broken fragment was not returned. No other problem was reported. A dimensional inspection could not be performed for the drill bit ø2/1.15 cann l150/48 3flute f/ due to the observed condition of the device being consistent with random component failure which may have been caused by exposure to unwanted forces as mentioned in the description of the event. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the drill bit ø2/1.15 cann l150/48 3flute f/, would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed current and manufactured revisions were reviewed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.